Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown/not provided. Weight unknown/not provided. Lot number, UDI number unknown/not provided. PMA/510(k) number not available.

Event description:
It was reported that the implant was removed due to bone fractured. As a consequence of the event there was bone loss. There was a delay in the surgery of half and hour, the doctor completed the surgery performing a bone graft and would place another implant in 3 months when the site would be healed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h10: additional narrative: one osseotite® tapered certain® implant (int3211) and cover screw were returned for investigation. The reported event occurred at implant level and there were no allegations against the cover screw. Therefore, this investigation was conducted only on the implant. Visual evaluation of the as returned implant identified bone residue around the external threads due to usage. The device had no apparent signs of malfunction. The device could not be functionally tested for the reported failure (bone fracture). However, measurements were taken using a caliper (ID: cal002c159; due date: 11-jun-2021). Following dimensional analysis and comparison to drawings (dwg no. 223001 rev r), the device was determined to be within design specifications. Pre-existing conditions noted in the per were low bone density ¿ type iii and good oral hygiene. The reported device was being placed on an unknown tooth location when the incident occurred. X-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, under the section precautions, it is stated that improper technique can lead to implant failure and loss of supporting bone. DHR review for the lot (2019011998) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2019011998) and no similar event or complaint was found. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient anatomical condition were nonverifiable.